Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information from the field indicates that the lead was attempted due to placement difficulty caused by the patient's anatomy. The lead has been kept by the hospital and will be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.